Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 99% stenosed lesion was located in the calcified and severly tortuous mid-right coronary artery. The physician attempted to pre-dilate the lesion with a maverick otw 20mm balloon. After an unspecified number of attempts to inflate the balloon, it ruptured at 6atms. The balloon was removed intact from the patient. The procedure was completed with an unspecified device. No post-procedure complications were noted and the patient's status was reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.